Event description:
The affiliate reported the customer alleged smoke was observed coming from inside the unit involving power process with line controller. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse removed all damaged wiring and repaired the line. The line was in operation and the fse performed automation to ensure no heat was generated on electrical wirings. The fse returned to the facility on (B)(4) 2012 and replaced the conveyor power connector with a molex connector. The fse performed testing, track maintenance and verified all power connections. The unit conformed to the manufacturer's published performance specifications. (B)(4).